Event description:
It was reported to tyco/healthcare in 2005 that a customer had a problem with the palindrome dialysis catheter. The customer alleges "the palindrome with side slots (23cm) was placed in 2005. The pt was transferred to dialysis for treatment the same day. The tech at the dialysis center noticed blood under the catheter extension lines soaking the drapes. Upon inspection, the tech and nurse noticed a leak from a puncture site in one of the extension lines. No contrast was injected. This was the first treatment with this catheter. The pt remained intact with all his faculties. The pt was returned to hosp and the catheter was removed and replaced with another palindrome from the same lot. There are no complications with the new catheter.